Event description:
It was reported that the patient underwent a single level transforaminal lumbar interbody fusion. It was reported that the guidewire was stuck in the tap during removal of the tap. The tap was noticed to be splayed upon removal of the guidewire. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and optical examination of instrument confirms tip of the tap is plastically def ormed and splayed, with the guidewire broken off inside the instrument. Tip splay or trumpeting of the tip is indicative of off-axis use of the tapping instrument with respect to guidewire. A review of the device history records did not identify any applicable nonconformance to specification.